Manufacturer narrative:
Product investigation evaluation: the complaint condition is confirmed since both guide wires were received broken. The designs were found to be sufficient for their intended use when used as recommended. Although the root cause cannot be definitively determined, the returned condition is consistent with the result of excessive force due to the method of use. Two 1.1mm threaded guide wires, 150mm, (part number 292.622) were received with the complaint category of ¿broken: intraoperatively.¿ the lot number and the manufacturing date of these guide wires are unknown. The first was received measuring 145.4mm in length, thus approximately 4.6mm are missing. The break is located such that approximately 0.5mm of the threaded tip remains. The second was received measuring 145.3mm in length, thus approximately 4.7mm are missing. The break is located such that approximately 1.1mm of the threaded tip remains. There is also an approximately 10 degree bend located 80mm form the proximal end. The breaks on both parts are transverse breaks and there is circular scraping around each shaft. Thus, the complaint condition is confirmed but cannot be replicated. A review of the current design drawing was performed. The diameters were found to be conforming to the specification of 1.1mm +0/-0.07 measuring a high of 1.08mm and a low of 1.05mm. No drawing issues or discrepancies were noted and the design was found to be sufficient for its intended use. Therefore, the complaint condition was determined to not be the result of a design deficiency. The condition of the guide wires, especially the bend, is consistent with the result from excessive force. Applying excessive pressure during insertion or tilting of the drill when drilling over the guide wire could result in this condition. Thus, although the root cause cannot be definitively determined without additional information regarding the user technique and the conditions at the time of the break, the complaint condition is likely a result of the method of use. The design is adequate for its intended use and did not contribute to the complaint condition. (B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint systemdevice was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a case utilizing the 2.4/3.0 headless cannulated screw system, two 1.1mm threaded guide wires broke during the insertion of the wire. The two 1.1mm threaded guide wires broke off during insertion and the tips of the wires remain in the patient. There was a 14 minute reported delay in surgery due to the complained event. The outcome for patient was good. The broken guide wire shafts were retrieved. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.